Event description:
A customer obtained erroneously high troponin (accu tni) results above the ami cut-off for at least six patients. Accu tni results within the assay's normal reference range were obtained upon repeat testing on an alternate instrument. Corrected reports were sent. The customer did not supply exact patient results. The six patients were admitted to the medical center. No further patient information is available.

Manufacturer narrative:
The specimens were collected in plastic 13x75 bd lithium heparin tubes with gel and centrifuged at 2,400 rpm for 10 minutes. The patient samples were normal in appearance and were sampled from the primary tubes. The customer did not report any issues with any other patient samples or assays. Qc was within specifications before the event. The low level qc resulted out of specifications high after the event. A field service engineer (fse) was dispatched: the fse performed verification procedure. The fse performed troubleshooting and replaced several hardware components. The fse conducted performance testing, verified the repair per established procedures and results met published performance specifications. The fse believes the hardware issues contributed to this event. Although hardware issues may be a contributing factor to this event, a definitive root cause has not been determined to date. A malfunction will be assumed for the purpose of this report.